Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the device is not working properly. The rpms were not in specification, and the control bar was not in the correct position. The donor skin was cut in half down the middle. There was no patient involvement. Due diligence is in process and there is no information available. There was no adverse event associated with this malfunction.

Event description:
There is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were not in specification, the control bar was not in the correct position, and the cutting issue was not confirmed. The motor, plug harness, switch and other parts were replaced and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.